Manufacturer narrative:
Device analysis the guide wire was returned without the original oad. Examination of the guide wire revealed that the spring tip was fractured off 329.5cm distal to the proximal end. The guide wire was deformed and curled up at the fracture site. The fractured tip was not returned for analysis. Further examination did not reveal any additional damage to the guide wire shaft. No biological material was present on the shaft of the guide wire. The fractured guide wire section was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional shear dimples on the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be determined. The torsional shearing of the guide wire indicates that the fracture occurred as a result of applied force until failure, but the etiology of the event could not be confirmed. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. This MDR is being submitted late. An issue occurred when renewing the signing certificate for the FDA gateway. (B)(4) was completed with the esg helpdesk for this. (B)(4)

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip viperwire guide wire broke off and was left in the patient. The physician was treating a below-the-knee lesion with a csi oad and noted that the tip of the flextip guide wire broke off. The tip of the wire was left in a small distal branch. The patient status remained stable throughout the procedure. Requests for additional information were made, but were denied by the facility due to internal policies.